Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 4/1/2020. Device evaluation: sample was received on 04/01/2020. Visual inspection using magnification was performed to the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. There was no damage identified. Based on the information provided and sample evaluation, a product complaint was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Address, phone number and email address unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed after being inserted in the patient¿s left eye due to capsule tear/collapse. There was vitrectomy and incision enlargement. No other information was available.